Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 100ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: a sample was received from lot number 18eu04002 along with decontamination documents. A gross visual evaluation was performed on the returned sample. During the visual evaluation, a delamination was noted on the non-cavity ID end of the dialyzer. The delamination extended between approximately 330° to 30° when the dialysate ports were positioned at 0°. The delamination in the polyurethane potting material extended under the silicone o-ring. No other defects or irregularities were visually noted on the fiber bundle or any of the molded dialyzer components. A lot history and production record review were performed. During the lot history review it was noted that there were no other reported complaints against the lot. The production record review showed there was one approved temporary dn in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.